Event description:
During CPR call, stat padz placed. Pads lead was not reading well. Readjusted the upper right pad and the pad read successfully. At first pulse check, charged and noted vf. Attempted to deliver shock but no shock was delivered. Repeated attempts x 3 and still no shock was delivered. Replaced pads. Device charged and delivered shock successfully.